Event description:
It was reported that a request for a review of this implantable pulse generator (pacemaker) episodes was made as the patient arrived to the emergency room not feeling well. Patient showed bradycardia, dyspnea, dizziness and pacing inhibition. T-waves looked very large, no signs of t-waves oversensing but this could definitely be happening intermittently. This device sensitivity was reprogrammed due to these issues. The patient will do an echocardiogram (echo) to determine if a right ventricular lead revision is necessary. Additional information was received stating that the echo did not indicate any lead issue, thus, no revision was performed. The patient was admitted in the hospital for one night and discharged the next day due to the mentioned issues and symptoms. This device remains in service and no additional adverse patient effects were reported.